Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue and observed the device to power off after start-up. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device indicated errors after battery replacement. Upon evaluation of the customer's device, stryker confirmed the device displayed all icons, the battery, warning and service wrench. The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. In addition, stryker observed that the device shuts down after start-up. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device and found the device to be operational when an in-house ac power supply was connected to the device. It was observed that the internal hybrid layer capacitor (hlc) batteries were depleted. A review of the electronic records of the device and the "next check" label on the device indicates that the device was only and last time checked and maintained in december 2013, where the device was already 11 years old and already passed its 8 years warranty coverage / useful life expectancy. The cause of the reported issue is caused by poor maintenance and absence of an adequate charge-pak¿ battery charger (cp) for years. The operating instructions instruct the user that "device readiness" should be verified regularly. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device indicated errors after battery replacement. Upon evaluation of the customer's device, stryker confirmed the device displayed all icons, the battery, warning and service wrench. The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. In addition, stryker observed that the device shuts down after start-up. There was no patient use associated with the reported event.